Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code: (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue but did not release from the catheter to deploy. The procedure is completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.